Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. H3: the manufacturer representative (rep) went to the site to test the imaging system. The rotor was not homed correctly causing door to not open properly. They confirmed that the door would not open, rotor was not in correct position. Manually set rotor using t-handle pin and opened/closed door with no issues. Completed invalidate home procedure. Verified door opens and closes with no issues and rotor was homed correctly. Completed system checkout, return to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was used for 9 hours for research yesterday. Afterward, the gantry would no longer open or close. The caller reported no error messages displayed and stated that the system had been powered off overnight. The caller was unable to perform any troubleshooting. No patient was present at the time.